Event description:
The customer reported that the system displayed a 'file corruption detection' error message and would not boot-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.